Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a (B)(6) for (B)(6) for one patient sample. The initial result from the primary sample tube was (B)(6). This result was reported outside the laboratory. The result was believed to be incorrect as the patient was known as (B)(6) by the laboratory. As part of a preventive maintenance visit, the field service representative changed the sample/reagent pipettor, the sipper pipettor, and pinch tubing. Analyzer performance testing was done. The same sample was then repeated in a sample cup and the result was (B)(6). There was no allegation of an adverse event. The reagent lot number was 218689. The expiration date is 09/2017.

Manufacturer narrative:
The actions taken by the field service representative appeared to have resolved the issue as no further issues were reported.